Event description:
Device fell out and was replaced. There was leakage of gastric contents which results in peritonitis. Eventually leading to the patient's death. According to the coroner's inquiry, it was felt the device itself had not leaked, but leakage had occurred from a compromised stoma (no perforation seen on autopsy). Focus of inquiry seems to be on level of patient care, not the device fault itself.